Event description:
Went over issues, pt is having with autoinjector, including possible defect in device, provided MFR's phone number for add'l assistance. Due to issues with whisper ject device, pt missed 2 doses due to "misfires."